Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: channel operator. Cfu: 1cfu. Bacterial identification: staphylococcus coagulase. Sampling date: (B)(6) 2024. Sampling from: canal aspiration. Cfu: <1cfu. Bacterial identification: na. Sampling date: (B)(6) 2024. Sampling from: air/water channel. Cfu: <1cfu. Bacterial identification: na. Sampling date: (B)(6) 2024. Sampling from: water jet channel. Cfu: 1cfu. Bacterial identification: na. Based on the results of the investigation, a root cause of the customer allegation could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for greater than 100 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.